Event description:
One pt sample assigned incorrect test results. The sample was tested initially for aldolase giving result of limit low. The sample was repeated and gave the same result. A third result for aldolase of 2.85 u/l was also received for this pt, however it was determined this result belonged to a different pt. No other tests were run on these pts. Incorrect results were not reported. The field service rep determined the cause to be due to a defective data diskette, and made a new data diskette.